Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise which was oversensed resulting in pacing inhibition and an inappropriate shock. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Event description:
Additional information was reported indicating that this right ventricular (rv) lead also displayed shock lead impedances that were less than 200 ohms. This was in addition to the noise oversensing, pacing inhibition, and inappropriate therapy that was previously reported. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned. This report will be updated, should additional information be received.